Manufacturer narrative:
Patient city: (B)(6), patient country: denmark. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in denmark. It was reported that the patient faced cannula bent event on (B)(6) 2026. The patient reported infusion set cannula was bent at the site. The blood glucose level was 360 mg/dl, and the patient was treated with pump insulin and pen. Customer reports set has been in use for: few hours. No further information available.